Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system free space was low. As a part of troubleshooting fse found ippc image disk bay is broken. Fse replaced the ippc and reinstalled the software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing computer (ippc) was low on free space. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.